Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, patient's urine output dropped from normal in 2000 to 45/16/20/15/15/15/5/5/8/5/20mls. Provider was notified at 0430 and lasix was ordered. Lasix given at 0453 40mg IV push. No increase in output. Lasix was ordered again and given 0630, 80mg IV push. Dayshift nurse found a wet pad under the patient. Irrigated the foley and had visible liquid output from connection point of foley catheter to drainage bag. Foley changed out, 1625mls of urine immediately drained.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted one opened (without original packaging), used drainage bag with and inlet tube, sample port connector, catheter (129416m) and one additional drainage bag with inlet tube, sample port connector and all silicone foley catheter attached with label (1758si16). Visual inspection of the sample noted that upon inflation, tear was observed on the drainage lumen (1758si16). Water flowed through drainage lumen and leakage was present at the top of the drainage lumen from the tear. Using the (in-house) syringe the catheter balloon was inflated with methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and inflated properly with no leakage or issues. The balloon passively deflated with no issues (129416m). The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025 patient's urine output dropped from normal in 2000 to 45/16/20/15/15/15/5/5/8/5/20mls. Provider was notified at 0430 and lasix was ordered. Lasix given at 0453 40mg IV push. No increase in output. Lasix was ordered again and given 0630, 80mg IV push. Dayshift nurse found a wet pad under the patient. Irrigated the foley and had visible liquid output from connection point of foley catheter to drainage bag. Foley changed out, 1625mls of urine immediately drained.